Manufacturer narrative:
There is no objective evidence to support the conclusion that either the use of the smiledirectclub aligners nor the smiledirectclub aligner system caused, contributed, or would likely cause or contribute to the reported symptoms. This event is being filed as an MDR since the patient reported symptoms or physiological conditions similar to that of an allergic reaction which in severe or acute cases could potentially progress to anaphylaxis. "Although the initial submission was completed within the 30 calendar day reporting timeline, this MDR is being reported outside of the 30 calendar day reporting timeline due to an initial incomplete submission resulting in a lack of e-submission ack3 confirmation."

Event description:
Customer claims treatment has lead to increased bone loss that will lead to tooth mobility and for future ectractions on her maillary teeth.